Event description:
Asku

Event description:
It was reported that the lead integrity alert triggered and there were episodes that showed noise on the right ventricular lead. Patient was power washing the boat at the time either in the water or on the dock next to the boat; the noise was possibly from a poorly grounded tool outlet. Impedances were normal. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation, but we did receive performance data collected from the device. The lead integrity alert triggered on (B)(4) 2011 for out of tolerance sub- threshold along with lead impedance and oversensing with non sustained tachycardia less than or equal to 160 ms average v-cycle. Sensing, interference/noise was also noted with a short interval count of 416 counts for this date.